Event description:
It was reported that during cataract surgery, the cannula became detached from the syringe during injection of amvisc. The patient did not experience any complication.

Manufacturer narrative:
A batch record review determined the syringes and cannula lots used for this product met all specifications. No anomalies were identified in the batch record that pertains to the syringe or cannula luer lock feature. The lot history records were reviewed and there were no discrepancies or unusual findings that relate to the reported. The device has been requested but has not been received at b+l for evaluation.